Event description:
The pt had a very large ectatic iliac vessel on the contralateral side. Post angiogram noted an endoleak at the contralateral iliac leg graft seal zone. An iliac leg extension was placed resolving the endoleak. Procedure concluded after final angiogram, no visible presence of any endoleak.